Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-04280 / 04281 / 03404).

Event description:
During an orif for a left subtrochanteric fracture, the guide wires were not aligning with the screw holes on the femoral nail. As a result, one of the guide wires fractured, the piece remains in the patient.